Manufacturer narrative:
Full address of the facility is (B)(6). The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that there is foreign material on the forceps elevator. The inside of the light guide lens was also found to be dirty. Other observations for the device are bending cover adhesive deterioration and separation on the thread-wound sections and corrosion of control unit due to water leakage. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is an olympus asset that was returned by the customer. There is no reported harm to any patient. Upon inspection and evaluation of the returned device, it was observed that there is foreign material on the forceps elevator. The inside of the light guide lens was also found to be dirty. This medwatch is being submitted for the reportable issues of foreign material around the forceps elevator and the inside of the light guide lens being dirty as observed during device evaluation.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. General information of reprocessing at the facility which last used the device: an air water channel cleaning adapter is used for pre-cleaning which is performed immediately after a procedure. Detergent is used for pre-cleaning. Manual cleaning is performed with a reusable wb-20t brush. Cleaning and disinfectant solution used with the endoscope is opa anios, model steranios. Automatic endoscopy reprocessor (aer) is not used at the facility. After reprocessing, the device is immediately hung in the endoscope cabinet.

Event description:
Addendum oct 12, 2022: the foreign material found in the forceps elevator may be bile or mucous. The device has not been used on a patient when it had foreign material. Customer who used the device last follows the instructions for use (IFU) steps. Customer had pre-cleaned the device immediately after the last procedure. And manual cleaning was done immediately after that. The forceps elevator was raised and lowered three times in water during aspiration. The forceps elevator was brushed and operated in detergent solution. The forceps elevator was flushed appropriately. The distal end was brushed with the channel-opening brush or maj-1888.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material could not conclusively identified. Although, the causes of the reported events are likely due to insufficient or inadequate reprocessing resulted in foreign material adhered to/around forceps elevator. Additionally, the light guide (lg) lens glue peeled off by physical stress such as hitting/dropping distal end and chemical stress from chemical solution used for the device and so on which caused humidity invasion of lg-lens resulting in the inside of the lens becoming corroded. Therefore, the root causes of the reported events are unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: -IFU (reprocessing manual) states that insufficient cleaning/disinfection/sterilization of the device may pose an infection-control risk to the patient and/or operators performing the next procedure with the device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.